Manufacturer narrative:
The patient had a previous pump exchange due to a suspected outflow graft twist reported under manufacturer report number 2916596-2018-05237. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced hypertension and low flow alarms. It was later reported that a left ventricle cardiogram revealed no forward flow through the ventricular assist device (vad). A computed tomography and angiography were also performed and the results were inconclusive. The account suspected an outflow graft twist but was not confirmed. The account decommissioned the device and prioritized the patient on the transplant list. After decommission the patient's condition improved to the point of delisting off the transplant list. The patient remains at the account where they are currently anticoagulated and the driveline has been removed from the pump. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: although the evaluation of the submitted images confirmed the report of an obstruction in the outflow graft, which could have contributed to the low flow alarms observed in the submitted log files, a specific cause for these findings and the report of hypertension could not be conclusively determined through this evaluation. The account reported that the patient presented to the emergency room with hypertension and low flow alarms. The patient¿s maps were 104, higher than his baseline of 85 ¿ 90. The hypertension was treated, but the patient was then hypotensive with map in the 70s, and flow further decreased to values between 1.0 and 1.4 lpm. Evaluation of the initial controller periodic log file captured a gradual decrease in calculated flow starting on 02jan2020. The initial controller event log file captured transient low flow hazard alarms between 16:02:35 and 16:18:21, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. A constant low flow hazard alarm was then captured starting at 16:18:32, associated with a decrease in calculated flow to values as low as 0.5 lpm, which persisted throughout the remainder of the log file. It was reported that the patient was asymptomatic despite the low flow alarms, and his heart rate and hemolysis markers were referred to as ¿normal¿. It was reported that the patient¿s controller was exchanged; however, evaluation of the follow-up controller event log file captured a persistent low flow hazard alarm following the controller exchange, associated with the calculated flow ranging between 0.7 and 1.5 lpm throughout the data. Despite the observed decrease in flow, the pump appeared to have functioned as intended at the set speed at all times that the driveline was connected. It was later communicated that the patient remained in the hospital since the initial incident occurred. The patient continued to have progressive low flows to the point of activating the extended silence every 4 hours, but the patient was still in a euvolemic state with stable blood pressure. A left ventricle angiogram indicated that there was no forward flow through the vad. The CT angiogram was inconclusive and the outflow graft pump end was not visible, but the staff felt that this was a compression to flow in the outflow graft rather than an outflow graft twist. Flow dropped to 0 lpm, and the team decided to decommission the vad and list the patient for urgent transplant; however, the patient¿s condition improved to the point of de-listing from transplant. The patient remained in-house and anti-coagulated, and the driveline was removed from the pump. There is no product available for investigation. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the pump was turned off and remains in situ. Per the account, the imaging showed zero flow through the device and the patient had recovered enough function and did not require a new implant. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted images confirmed the report of an obstruction in the outflow graft, which could have contributed to the low flow alarms observed in the submitted log files, a specific cause for these findings and the report of hypertension could not be conclusively determined through this evaluation. There is no product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 16oct2018. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.